Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2015-n-2781-0527, awareness date (B)(6) 2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010.she experienced several medical problems, financial and emotional. In (B)(6) 2015 she underwent a total hysterectomy.company causality comment:this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and total hysterectomy was performed in (B)(6) 2015.hysterectomy is listed in the reference safety information for essure and considered serious due to medical importance. In this particular case, the reason for hysterectomy was not provided. Due to lack of information and considering the removal of essure may require a hysterectomy; the causal relationship with the device cannot be excluded. This case is regarded as incident since a device removal was required (implied).no active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and total hysterectomy was performed in (B)(6) 2015. Hysterectomy is listed in the reference safety information for essure and considered serious due to medical importance. In this particular case, the reason for hysterectomy was not provided. Due to lack of information and considering the removal of essure may require a hysterectomy; the causal relationship with the device cannot be excluded. This case is regarded as incident since a device removal was required (implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.